Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: client reports case of false vancomycin resistance for staphylococcus aureus.

Manufacturer narrative:
H6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported false resistant results to vancomycin on an s. Aureus isolate. There were no errors on the instrument and no other samples were impacted. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case# (B)(4) related to this failure mode. Complaints for results did breach an alert level trend in the month of august 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: client reports case of false vancomycin resistance for staphylococcus aureus.